Manufacturer narrative:
G4: 21may2020. B4: 22may2020. Additional information was received that the problem was discovered during device set up and there was no patient involvement. There was no report of delay in therapy as a result of this event. The oxygen cell is an optional accessory to allow monitoring of delivered oxygen. The ventilator would continue to function normally even with a missing oxygen cell. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19may2020.

Event description:
The customer reported a ventilator malfunction. It is currently unknown if the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm reported. The field service engineer (fse) evaluated the ventilator and confirmed that the problem was a missing oxygen cell. The fse replaced the oxygen cell and the problem was resolved. The ventilator successfully passed extended self-test after the repair was completed.